Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-00279 for a description of the first event. It was reported that the physician used a second hydratome rx sphincterotome device and the cutting wire detached from the sphincterotome during cautery. The physician completed the procedure with a cutting balloon. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, an eval was not performed. The cause of the reported malfunction is undetermined; however, possible causes for cutting wire detachment include: improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A search of the complaint database did not identify any add'l complaints recorded for this lot.